Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, two (2) months post-implantation, the patient underwent revision surgery due to infection. The polyethylene bearing was exchanged without reported complication.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#: ni, lot#: ni; unknown tibial tray: catalog#: ni, lot#: ni. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.